Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4). The event date was provided as (B)(6) 2019. The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a large parieto-occipital intraparenchymal hemorrhage with mild associated mass effect and slight rightward midline shift as described in the setting of subtherapeutic coumadin. The patient has preexisting hypertension that may have contributed to the event. Differential considerations include hemorrhagic conversion of venous infarction, underlying mass/cavernoma or vascular malformation with hemorrhage. Computed tomography angiography in the intracranial circulation was recommended for further assessment. International normalized ratio was 1.5, therapeutic heparin (partial thromboplastin time (ptt) 65), no aspirin therapy due to significant gastrointestinal bleeds (gibs) postoperatively, and stable blood pressure. Patient was implanted with heart mate 3 lvad, aortic valve was replaced, and tricuspid valve was repaired. Patient was never discharged postoperatively. No further information was provided.